Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms noted. All operating currents tested within the specification range and passed off no power test. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing multiple high blood glucose readings. The customer did not mention any symptoms of their high blood glucose. The customer treated their high blood glucose with injections. The customer had a high blood glucose reading of 397 mg/dl and 242 mg/dl. The insulin pump also had excessive no delivery alarms. The issue began on (B)(6) of this year. The customer tried everything but the issue persists. The customer's blood glucose reading during the last no delivery alarm was 407 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.